Event description:
The patient reported they underwent a catheter revision due to kinking 2004 following symptoms of overdose and withdrawal. The patient did well until 2005. The ER notes reported sometime in that time period, the patient started in again with the overdose symptoms & pseudo withdrawal symptoms. On the same month, the catheter was revised by pulling it back 2 cm. The hcp reported patient was doing okay post revision; however, the parent reported the symptoms were starting again.

Manufacturer narrative:
This report is being submitted following an internal audit.